Manufacturer narrative:
Manufacturer's investigation conclusion: no issues with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported or identified through this evaluation. No log files were submitted for review. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until (B)(6) 2024 when the patient ultimately expired. The device was not explanted for evaluation (refer to MFR # 2916596-2024-04330). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and patient handbook, rev. C are currently available. Although no issues with the heartmate 3 lvas were reported, section 1 of the IFU, "introduction," lists potential adverse events, including device thrombosis, which may be associated with the use of heartmate 3 lvas. This section also provides an explanation of pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting", outline system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2024 the patient's system monitor displayed 0 lpm for complete loss of flow around 8:00 am. The patient was placed on inotrope support. Around 12:00 pm it was noted that there were no system controller alarms. The system monitor was inspected and found to be displaying 0 lpm however it displayed the current speed and pi to be 4. The system controller display was then cycled and now displayed a flow of 2.8 lpm and no active alarms. There was a suspected touchscreen malfunction, so the 'pbu' and system monitor were swapped out and once replaced they correctly mirrored the system controller parameters. Log files were submitted for review due to a concern for obstruction/occlusion however the log files captured no data that would suggest an obstruction. The event log displayed low flows where the low flow estimator dropped below 2.5 lpm. The pump also saw a reduction in blood volume. Log files also captured low flow events from (B)(6) 2024 to (B)(6) 2024 at time when pi was elevated. Related manufacturer reference number: 2916596-2024-01637 (system controller). Related manufacturer reference number: 2916596-2024-01636 (system monitor).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was later found that the log files were not for this patient.